Event description:
It was reported that the patients ipg was exposed through the skin. The patient underwent an explant procedure wherein all device components were explanted. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 20380038.